Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for tube molding defect with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. The most likely root cause for the reported defect is associated with the gate of the molding tool on this particular cavity, which has allowed excess polymer through, causing the stub.

Event description:
It was reported that two of the bd vacutainer¿ venous blood collection tubes: sst¿ serum separation tubes had plastic burrs on the bottom of the tubes. No injury or medical intervention reported.